Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the initial medwatch. The aware date should be 23-jan-2022.

Event description:
The customer originally returned their olympus 4k autoclavable camera head due to an abnormal cable appearance. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the camera was no producing an image. This report is being submitted to capture the device failing to produce an image.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the cable was damaged causing leaking to occur. Additionally, the camera would not produce an image. It was also noted that there was damage to the pixel of the image sensor imaging device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section d9. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the image failure was due to a communication failure caused by connector breakage. However, the definitive root cause of the connector breakage could not be determined. Olympus will continue to monitor field performance for this device.